Manufacturer narrative:
Evaluation of the returned pod xl confirmed that the embolization coil was unraveled and had offset coil winds. This damage typically occurs if the pod xl is retracted against resistance. Based on the reported complaint, the root cause of the resistance could not be determined. Further evaluation revealed that the pe fiber was fractured and the embolization coil was detached from the pusher assembly. Based on the reported event, this damage is incidental to the complaint, and the root cause could not be determined. The pusher assembly was not returned for evaluation. Therefore, the reported pusher assembly kink could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the varices using a pod xl, a non-penumbra coil, and a non-penumbra catheter. During the procedure, the physician successfully placed one non-penumbra coil in the target location. While advancing a pod xl, the physician noticed that the pod xl was too large for the target vessel. While retracting the pod xl, the physician kinked the pod xl pusher assembly. The physician continued to retract the pod xl and noticed that the pod xl unraveled. The pod xl was able to be completely removed. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.